Event description:
The device was used during an unspecified thoracoscopic procedure. Reportedly, the instrument would not close. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.